Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device oversensed a non-sustained ventricular tachycardia (nsvt) episode. Patient has a history of noise on the right ventricular (rv) rate sense and shock channel. As a result, a pacing lead was previously implanted in the rv and attached to the rate sense port. The oversensing could not be reproduced with isometrics, although there was a small amount of noise on the electrogram (egm). A boston scientific technical services (ts) consultant stated this could possibly be attributed to a seal plug issue. The boston scientific sales representative confirmed that this noise did result in pacing inhibition, although the cause of the noise was not identified. No adverse patient effects were reported.